Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing with known good battery including power cycling with test battery only, test ac charger only, and with both ac charger and battery without duplicating the report. An internal inspection found no discrepancies. The battery board was replaced as a precaution. The device was recertified and returned to the customer. The device was recertified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would inappropriately shutdown and would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.